Event description:
It was reported that patient experienced excessive bleeding at both the implantable loop recorder (ilr) and groin sites following a pulse field ablation study procedure involving the faradrive steerable sheath. The bleeding required a visit to the emergency department (ed), where the patient received a blood transfusion and was advised to temporarily discontinue blood thinner medications. The patient was briefly admitted to the hospital and discharged on the same day. The patient's symptoms resolved by (B)(6) 2025, and they returned to baseline condition. All devices involved in the procedure were disposed of and are not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.